Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. During a follow up, deteriorated aortic regurgitation was confirmed. On (B)(6) 2019, the valve was explanted. Upon explant, a leaflet tear was observed at the stent post between the lcc and rcc . No calcification was visually observed. The patient was stable post-operatively. It was also reported that the patient has not had comorbidities as a risk factor for structural valve detorioration. The physician has requested a x-ray investigation for a stent post whether the stent post have become deformed which might have given a stress on the leaflet. No further information is available.

Manufacturer narrative:
The reported event of a leaflet tear was confirmed. Leaflet 2 was torn at both stent posts, and leaflet 1 was separated from the sewing cuff at its base, which was consistent with damage during explant. All three leaflets were fibrotically thickened. There was circumferential fibrous pannus ingrowth on the inflow surface, which narrowed the inflow diameter. The pannus was focally calcified. There was basophilic foreign material on all three leaflets, consistent with surgical material. No acute inflammation was present. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. During a follow up, deteriorated aortic regurgitation was confirmed. On (B)(6) 2019, the valve was explanted. Upon explant, a leaflet tear was observed at the stent post between the lcc and rcc . No calcification was visually observed. A competitor's 21mm edwards inspiris resilia valve was successfully implanted. The patient was stable post-operatively. It was also reported that the patient has not had comorbidities as a risk factor for structural valve deterioration. The physician has requested a x-ray investigation for a stent post whether the stent post have become deformed which might have given a stress on the leaflet. No further information is available.